Event description:
The following event was reported to implantcast gmbh: "broken/ torn". Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient. The fracture of the reaming guide occurred after the process of reaming. There was no need for an alternative product. Additional to the fracture of the product, several scratches are visible.

Manufacturer narrative:
According to the description of the event, a femoral reaming guide broke intraoperatively. The reaming guide was provided for an optical examination. The fracture of the reaming guide occurred on the transition between the small handle part and the middle of the product. Several ratchet marks are present around the fracture surface. Additional to the fracture, the product presents several circumferent scratches on the middle part as well as on the small handle part. It is known that the issue occurred during use/ intraoperatively. However, this malfunction had no health effect on the patient. The fracture of the reaming guide occurred after the process of reaming. There was no need for an alternative product. The manufacturing documents and the material certificates were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the fracture occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the femoral reaming guide. As for the scratches, it is assumed that these were created during the usage of device of approximately 6 years. This event was assigned to the error patterns "break of the instrument" and "change of surface" in the associated risk management.